Event description:
It was reported that the patient experienced bacterial peritonitis manifested by an intense abdominal pain, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The treatment for peritonitis included intraperitoneal antibiotherapy with vancomycin 2 g every 5 days and ceftazidime 1 g/day, along with oral treatment with fluconazole 50 mg/day. The patient was reported to have been recovering from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information was received about this event. Cefazolin treatment was discontinued after 19 days and fluconazole treatment discontinued after 22 days. Twenty-two days after the onset of the second occurrence of peritonitis, the peritoneal catheter was replaced and peritoneal dialysis was temporarily suspended. Three days later, the patient started hemodialysis. The patient was reported to be recovering from the peritonitis. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Ceftazidime was discontinued and vancomycin and fluconazole were discontinued. The root cause of the peritonitis event was probably due to an accidental touch of the catheter in the skin. The patient was retrained on proper aseptic technique.

Manufacturer narrative:
(B)(4). Additional follow up information was received from a nurse. It was reported that thirty seven days after the original onset of peritonitis, the patient experienced a peritonitis recidive. The cause of this event was a reoccurrence of the previous peritonitis. The patient was not hospitalized for this event. On the same day, the patient was treated with vancomycin (2 g, ip, for 5 days), ceftazidime (1 g/day, ip) and fluconazole (50 mg/day) for the reoccurred peritonitis. At the time of this report, the patient was recovering from peritonitis recidive. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Additional follow up information was received from a nurse. It was reported that forty eight days after the first onset of peritonitis recidive, the patient experienced a second occurrence of peritonitis recidive manifested by abdominal pain. The cause of this event was determined to be a reoccurrence of the previous peritonitis recidive. On the same day, the patient started treatment with vancomycin (2g, ip, 5/5 days), ceftazidime (1g/day, ip) and fluconazole (50mg/day, orally) for the reoccurred peritonitis. Three days later, vancomycin and ceftazidime treatment was discontinued and cefazolin (ip, 1g/day) treatment was started. The catheter replacement procedure was scheduled for the end of the antibiotic therapy, which would be in approximately three weeks. At the time of this report, the patient outcome was not reported. The cause of the first onset of peritonitis was determined to be use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.